Manufacturer narrative:
The device was returned and analyzed. No visual anomalies were seen with atrial connector port, grommet, or setscrew. An is-1 lead was inserted into the connector and the setscrew was tightened to one click using a torque wrench. The atrial setscrew held the lead securely and the atrial bore held a (B)(6) pin gauge. Preliminary testing showed high atrial lead impedance and no atrial pacing output. Functional testing revealed failures for atrial pacing output from trip to ring and cross chamber leakage from the atrial ring to the right ventricle chamber. Optical inspection of the header revealed a missing weld on the atrial ring feed through wire intersection with the atrial ring ribbon. This was demonstrated to be the cause of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a header issue with the attempted implantable cardioverter defibrillator (ICD). Noise and infinite impedance were observed on the right atrial channel each time the lead was inserted although the lead was fully inserted and tested normally via the analyzer. A different device was then implanted with normal values observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.